Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported there was an unknown delay as a result of the event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported there was an unknown delay as a result of the event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.